Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is a damaged remote dose connector and defective motor. These will be replaced before sending back to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump shows an error when prime or pca dose is selected. Additionally, it does not recognize the remote dose cord. There was unknown patient involvement and unknown patient harm/adverse event.